Event description:
It was reported that bd vacutainer® serum blood collection tubes were missing label information. This was discovered before use. The following information was provided by the initial reporter: material no. 367815, batch no. 8347958. It was reported lot number was missing from label. Customer service rep stated her customer whom she did not share information on besides facility. Customer witnessed vacutainers that did not have lot numbers printed on label. She does not know if customer has any samples, no date of event, and no amount of tubes affected. She did state that she could forward email when she received more information from customer.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes were missing label information. This was discovered before use. The following information was provided by the initial reporter: material no. 367815, batch no. 8347958. It was reported lot number was missing from label. Customer service rep stated her customer whom she did not share information on besides facility. Customer witnessed vacutainers that did not have lot numbers printed on label. She does not know if customer has any samples, no date of event, and no amount of tubes affected. She did state that she could forward email when she received more information from customer.